Event description:
Per letter rec'd, namic 48" pressure monitoring line was sold OEM to maxxim med. And put in a maxxim custom kit. During a procedure, a pt was transferred from angio to recovery. Upon transferring the pt to the bed in recovery, bleeding was detected. The source of the bleeding was a detachment of the tubing from the fitting of the 48" line. They then pulled another unit from the same lot and experienced no difficulty with that unit. Maxxim has filed a medwatch on the event. The hospital has discarded the used device. Maxxim has returned unused pieces from the 2 namic lots used in the custom kit made for the hospital. Per info rec'd from maxxim medical, the pt is doing well.